Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the right inferior pulmonary vein (ripv) was perforated. Additionally, the physician noticed blood in the endotracheal (et) tube. Blood was suctioned from the et tube, but bleeding continued, and the case had to be aborted while the patient was under general anesthesia. The patient is deceased.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eight applications were performed with balloon catheter 2af284 with lot number 96020 without any issues present. A clinical issue (cardiac perforation and death) was encountered during the procedure. The case was aborted while the patient was under general anesthesia. In conclusion, the reported mapping catheter was not returned for investigation. There is no indication of relation of the adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.